Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up on the station, although the patient was still in the server. A technical support specialist (tss) found that the database admission message showed the visit number was absent from the visit details, and the patient visit identification was not present in the extensible markup language (xml). The active directory discharged the patient and generated a new admission. The tss verified that the visit number was now included in the xml, and no errors were detected in the inbound message. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, was not showing a patient on one station. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported due to this event.